Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+3.0/090 diopter, and the lens tore during injection into the eye. The lens was removed and another same model/diopter lens was implanted. There was no report of any apparent injury. The patient's post-op best corrected visual acuity was 20/28.

Manufacturer narrative:
Implant date (B)(6) 2016; explant date (B)(6) 2016; exchange date (B)(6) 2016. Device evaluation: the lens was returned in case/vial; visual inspection found haptic torn (B)(4).

Manufacturer narrative:
Exchange date (B)(6) 2016; previous date incorrect. (B)(4).

Manufacturer narrative:
(B)(4).